Manufacturer narrative:
Boston scientific acquired celonova on december 31, 2015. As part of the acquisition, a retrospective review of the (B)(6) clinical study was completed by bsc on june 23, 2016. (B)(6) was a single site ((B)(4)) study of the post market product, tandem. This specific event was not previously identified by celonova as meeting complaint criteria. When evaluated by bsc, it was assessed as meeting complaint and reporting criteria and is being reported within 30 days of the june 23, 2016 review. Manufacturer name and manufacturer site name: celonova biosciences (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same patient as: 2134265-2016-06856. (B)(6) clinical study. The patient underwent an embolization treatment procedure of the liver (left lobe) in (B)(6) 2014 using tandem microspheres loaded with 100 mg/ml of irinotecan. One day after implant, the patient experienced nausea of mild intensity. The patient was given antiemetic for treatment. The event was considered resolved the same day. This product is only ous approved but it is similar to an approved us device.